Event description:
In 1998 bilateral breast augmentation. In 2002, auto accident = left breast asymmetry with no evidence of acute deflation. Left breast also lower with change in contour. In 2003, pt underwent left breast capsulectomy and implant removal. Left breast implant removed intact. No apparent damage. Pt augmented with another saline implant.